Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the superior vena cava (svc) and right ventricular (rv) lead had a high impedance alarm and a possible fracture. There was also noise noted on the can to coil electrogram. The lead was capped and replaced. No patient complications have been reported as a result of this event.